Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation with a gel mentor memorygel breast implant 450cc on (B)(6) 2006 and experienced rupture on the left breast implant on (B)(6) 2018. The rupture was confirmed by the healthcare professional by the MRI. The patient later had an explantation surgery on (B)(6) 2019 and the doctor stated that during surgery the implant had too much blood on it. The patient also experienced bilateral breast ptosis. The replacement devices were mentor memorygel breast implant 425cc. This medwatch is for the right breast implant.

Manufacturer narrative:
On 5/14/2020, mentor became aware that a video was received on 2/17/2020 that was erroneously omitted to report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the manufacturing and expiration dates were reported incorrectly. The actual correct dates were: expiration date 8/31/2010 device manufacture date 8/1/2005 manufacturer¿s reference number: (B)(4).